Event description:
The recipient was called in for a routine audio processor (ap) replacement and when contacting the clinic, it became known that he had not used the ap since 2015. He had no auditory sensation when the electrode channels were stimulated. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient was called in for a routine ap replacement and when contacting the clinic, it became known that he had not used the ap since 2015. He had no auditory sensation when the electrode channels were stimulated. The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation was carried out, but the device has not been received yet.

Event description:
The recipient was called in for a routine audio processor (ap) replacement and when contacting the clinic, it became known that he had not used the ap since 2015. He had no auditory sensation when the electrode channels were stimulated. The recipient has been re-implanted.